Event description:
It was reported that the right ventricular (rv) lead was initially placed into the right atrium, left atrium, deployed in the left ventricle and into the mitral valve in 2001. The placement of the rv lead on the left side is believed by the physician to have led to an old existing stroke. A drop in impedance and sensing with noise was observed on the rv lead. The lead malfunction was believed to be associated with initial placement. The rv lead was capped (B)(6) 2022 and replaced. The patient was stable.